Event description:
This case was initially received via regulatory authority FDA (reference number: mw5066598) on (B)(6) 2016. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and adrenal insufficiency ("adrenal failure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adrenal insufficiency (seriousness criteria hospitalization and life threatening) with influenza like illness, weight fluctuation, fatigue, arthralgia, alopecia, skin discolouration and goitre, headache ("constant daily headaches "), rash ("sore rashes"), urinary incontinence ("bladder control issues "), abdominal distension ("extreme bloating"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adrenal insufficiency, headache, rash, urinary incontinence, abdominal distension, depression and anxiety outcome was unknown. The reporter considered abdominal distension, adrenal insufficiency, anxiety, depression, headache, pelvic pain, rash and urinary incontinence to be related to essure. The reporter commented: she became sick about three months after having essure inserted. She stated she had to have a hysterectomy to remove the coils. Life threatening and hospitalization were mentioned as seriousness criteria. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons-case classification was updated to potential legal case and also new reporters was added. Product start and stop date was updated and new events depression and anxiety were added. Essure legal manufacture has changed from bayer healthcare (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pelvic pain / pain'), cardiac disorder ('heart disorder') and adrenal insufficiency ('adrenal failure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cardiac disorder (seriousness criterion medically significant), adrenal insufficiency (seriousness criteria hospitalization and life threatening) with influenza like illness, weight fluctuation, fatigue, arthralgia, alopecia, skin discolouration and goitre, headache ("constant daily headaches"), rash ("sore rashes/ rash/ skin condition"), urinary incontinence ("bladder control issues"), abdominal distension ("extreme bloating"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood disorder"), allergy to metals ("nickel allergy"), addison's disease ("addison's disease"), fibromyalgia ("fibromyalgia"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), pacemaker and had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, cardiac disorder, adrenal insufficiency, headache, rash, urinary incontinence, abdominal distension, depression, anxiety, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, blood disorder, allergy to metals, addison's disease, fibromyalgia, vaginal discharge, hormone level abnormal, migraine, nausea and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, addison's disease, adrenal insufficiency, allergy to metals, anxiety, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, urinary incontinence, vaginal discharge and weight decreased to be related to essure. The reporter commented: she became sick about three months after having essure inserted. She stated she had to have a hysterectomy to remove the coils. Life threatening and hospitalization were mentioned as seriousness criteria. Discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Received treatment for : dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), pelvic pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, addison's disease, fibromyalgia, adrenal insufficiency, fallopian tube perforation, vaginal discharge, , hormonal changes, migraine, nausea, weight loss, fatigue, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: results: bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), blood disorder, nickel allergy, addison's disease, fibromyalgia, fallopian tube perforation, vaginal discharge, hormonal changes, migraine, nausea, weight loss were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5066598) on 29-dec-2016. The most recent information was received on 21-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pelvic pain / pain'), cardiac disorder ('heart disorder') and adrenal insufficiency ('adrenal failure') in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness and loop electrosurgical excision procedure. Current weight 144 lbs. Concurrent conditions included body mass index normal, ovarian cyst, lower abdominal pain, numbness, weight gain, depression, skin laceration, chronic cervicitis and paratubal cyst. Concomitant products included diazepam (valium), fluoxetine hydrochloride (prozac), hydrocortisone and trazodone. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("constant daily headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced palpitations ("blood disorder-palpitations,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cardiac disorder (seriousness criterion medically significant), adrenal insufficiency (seriousness criteria hospitalization and life threatening) with influenza like illness, weight fluctuation, fatigue, arthralgia, alopecia, skin discolouration and goitre, rash ("sore rashes/ rash/ skin condition/unexplained rash"), urinary incontinence ("bladder control issues"), abdominal distension ("extreme bloating"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia),"), allergy to metals ("nickel allergy"), addison's disease ("addison's disease"), fibromyalgia ("fibromyalgia"), vaginal discharge ("vaginal discharge"), night sweats ("hormonal changes-night sweats"), migraine ("migraine"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), pacemaker and had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, adrenal insufficiency, headache, rash, dyspareunia, dysmenorrhoea, menorrhagia, palpitations, allergy to metals, addison's disease, fibromyalgia, vaginal discharge, night sweats, migraine, nausea, weight decreased and vaginal haemorrhage had not resolved and the pelvic pain, cardiac disorder, urinary incontinence, abdominal distension, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, addison's disease, adrenal insufficiency, allergy to metals, anxiety, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, headache, menorrhagia, migraine, nausea, night sweats, palpitations, pelvic pain, rash, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she became sick about three months after having essure inserted. She stated she had to have a hysterectomy to remove the coils. Life threatening and hospitalization were mentioned as seriousness criteria. Discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Received treatment for : dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), pelvic pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, addison's disease, fibromyalgia, adrenal insufficiency, fallopian tube perforation, vaginal discharge, hormonal changes, migraine, nausea, weight loss, fatigue, hair loss. Insertion details-3 coils in left and 3 coils in right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2016: impression- primary impression: laceration of skin uterus, cervix and bilateral fallopian tubes; hysterectomy: uterus (105 grams) with proliferative endometrium, chronic cervicitis. Bilateral fallopian tubes with paratubal cysts. Bilateral easure coils (gross exam only). No evidence of malignancy. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs+mr received- lot number was added. New event abnormal bleeding (vaginal) was added. Event blood disorder updated to palpitations. Event hormonal changes updated to night sweats. Outcome of menorrhagia, addison's disease, adrenal insufficiency, fibromyalgia, palpitations, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), night sweats, migraine, headaches, nausea, nickel allergy, fallopian tube perforation, rash, vaginal discharge, weight loss updated to not recovered / not resolved. New reporters, medical history, concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5066598) on (B)(6) 2016. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pelvic pain / pain'), cardiac disorder ('heart disorder') and adrenal insufficiency ('adrenal failure') in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness and loop electrosurgical excision procedure. Current weight 144 lbs. Concurrent conditions included body mass index normal, ovarian cyst, lower abdominal pain, numbness, weight gain, depression, skin laceration, chronic cervicitis and paratubal cyst. Concomitant products included diazepam (valium), fluoxetine hydrochloride (prozac), hydrocortisone and trazodone. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("constant daily headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced palpitations ("blood disorder-palpitations,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cardiac disorder (seriousness criterion medically significant), adrenal insufficiency (seriousness criteria hospitalization and life threatening) with influenza like illness, weight fluctuation, fatigue, arthralgia, alopecia, skin discolouration and goitre, rash ("sore rashes/ rash/ skin condition/unexplained rash"), urinary incontinence ("bladder control issues"), abdominal distension ("extreme bloating"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia),"), allergy to metals ("nickel allergy"), addison's disease ("addison's disease"), fibromyalgia ("fibromyalgia"), vaginal discharge ("vaginal discharge"), night sweats ("hormonal changes-night sweats"), migraine ("migraine"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), pacemaker and had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, adrenal insufficiency, headache, rash, dyspareunia, dysmenorrhoea, menorrhagia, palpitations, allergy to metals, addison's disease, fibromyalgia, vaginal discharge, night sweats, migraine, nausea, weight decreased and vaginal haemorrhage had not resolved and the pelvic pain, cardiac disorder, urinary incontinence, abdominal distension, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, addison's disease, adrenal insufficiency, allergy to metals, anxiety, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, headache, menorrhagia, migraine, nausea, night sweats, palpitations, pelvic pain, rash, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she became sick about three months after having essure inserted. She stated she had to have a hysterectomy to remove the coils. Life threatening and hospitalization were mentioned as seriousness criteria. Discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012 received treatment for : dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), pelvic pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, addison's disease, fibromyalgia, adrenal insufficiency, fallopian tube perforation, vaginal discharge, hormonal changes, migraine, nausea, weight loss, fatigue, hair loss. Insertion details-3 coils in left and 3 coils in right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2016: impression- primary impression: laceration of skin uterus, cervix and bilateral fallopian tubes; hysterectomy: uterus (105 grams) with proliferative endometrium, chronic cervicitis. Bilateral fallopian tubes with paratubal cysts. Bilateral essure coils (gross exam only). No evidence of malignancy. Lot number:689941, manufacturing date:2009/11, expiration date:2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.